Manufacturer narrative:
The device was returned to avante health solutions (ahs) for evaluation. Visual inspection was performed and did not identify any issues. Testing was performed by keeping the device plugged in over a two-day period which determined that there was no heat generating from the device. There were no other issues identified. The batteries were exchanged in the device for new ones and there were still no issues found. A root cause for the reported patient burn and blister cannot be determined. No further action is required. Avante health solutions will continue to monitor this type of event.

Event description:
Reportedly, the patient was burned during use of the fetal transducer creating a blister on the patient's stomach. There was no report of intervention. No additional event or patient information is available.